Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died due to total body failure and not related to the study device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient was diagnosed with unstable angina. Subsequently referred for cardiac catheterization and index procedure was performed. The target lesion was a de novo lesion located in the distal left anterior descending (lad) artery with 80% stenosis and of 15 mm length and reference vessel diameter 5 mm. The target lesion was treated with pre-dilatation and placement of a 4.00 x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient expired.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient died of end stage heart failure and not due to total body failure as what was previously reported. On (B)(6) 2016, the patient was diagnosed with end stage heart failure. The patient was on hospice care, with do-not-resuscitate (dnr)/do-not intubate (dni) status. On the same day, at 10:38 am the patient expired due to end stage heart failure. As per death certificate, immediate cause of death was reported as end stage heart failure and autopsy was not performed. It was also unknown if tobacco use contributed to death. Manner of death was reported as natural.